Manufacturer narrative:
The subject device was received at olympus sbc (service business center) and is being shipped to legal manufacturer for investigation. Supplemental report(s) will be submitted should any relevant new information is available and received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, "during an examination, the needle did not extend properly. After the needle was out of the patient and the examiner attempted to withdraw the needle, the needle's distal sleeve fell off". The customer was able to successfully complete the procedure with a new needle. The intended procedure was completed and no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, possible causes may include: 1. Forcing the device through resistance and/or putting excessive stress or force upon the device past it's intended use through angulation. A definitive root cause cannot be identified. This issue is covered in the instructions for use: page 13 of the device IFU (pn0008807_ah) addresses this: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Olympus will continue to monitor the field performance of this device.